Manufacturer narrative:
Concomitant medical products: 693558, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead have high variable thresholds. The leads remain in use. No patient complications have been reported as a result of this event.